Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies thromboembolic events as potential complications associated with use of the device.

Event description:
As reported from the rage clinical study, event term : thromboembolic event, perfusion deficit observed. Event #: 4, post operative days: 0 days. It was reported that during procedure. Decision was made to attempt thromboaspiration within the left a1-a2. A 3 max catheter was then advanced over the synchro wire and advanced into the anterior communicating complex. Angiography through the 3 max catheter at the level of the anterior communicating artery complex was performed demonstrating good filling of the right a2 branch and sluggish flow within the left a2. At this time the patient had a brief episode of hypertension, and whole head angiography was repeated, showing no evidence of extravasation or aneurysm rupture and improved flow within the left a1 and a2 branches. Due to improved flow to the left aca, no further attempts to access the left distal aca was performed. The event was indicated to probably related to the study device and definitely related to the study procedure. Ae outcome: resolved without sequelae.

Manufacturer narrative:
Correction was made to section a1- should be, (B)(6).

Event description:
A supplemental report is being submitted to make correction to typographical error in section a1. The correct patient identifier reference should be (B)(6), not (B)(6).